Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to explant the patient had also experienced overstimulation in their legs along with the previous reports of shocking. There was also less than 50% therapy relief. They also noted a failure of their leads. Information omitted pertaining to event (B)(4) - suboptimal stim, stim in stomach.

Event description:
Additional information reported, the patient still had concerns regarding his device or therapy and was working with his doctor or manufacturer representative as of the time of follow-up. It was noted, the patient had an appointment scheduled for two months after the initial report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient recounted their last few months of the device. In (B)(6) 2014 the patient rolled over in bed, "got electrocuted" so much that it felt like a taser. The patient's body was stiff as a board. The patient finally felt a "crack" in their lower back, then the shocking sensation went away and they could move again. The patient was unable to turn the device off until they heard the crack in their back. They stated that the reason for the shocking was that wire had "pulled away". The patient noted the stimulator had caused a crack in their fusion and they had it confirmed by x-ray and multiple CT scans. They further noted that their stimulator was not helping them at all. In (B)(6) of 2014 the patient saw their manufacturer representative and reported they could only feel stimulation in the left front chine bone and between their top shin and above their right knee. The patient had not been seen since (B)(6) 2014 and their device was explanted on (B)(6) 2014.

Event description:
It was reported that the patient had experienced a shocking or jolting sensation about a month prior to report. The patient stated that he was laying in bed and rolled his shoulders and that it ¿felt like a tazer.¿ the patient also stated that he had ¿hardware below¿ and ¿something popped.¿ it was noted that the patient had not used his stimulation in about a month and that he had been having coverage issues.

Event description:
It was reported that the patient's concerns had not resolved yet at the time of the report.

Event description:
Additional information received reported that the patient received the return kit and was not seeing the doctor for three months and wanted to know if it would hinder the analysis. The patient was advised to discuss with their healthcare provider (hcp) on what to return prior to his appointment in three months. The doctor was familiar with the patient's current situation.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).